Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: iOS / iOS_iPhone SE 2nd Gen / Unknown / iOS_16.1.2.

Event description:
It was reported that pump displayed repeated malfunction alarms with code Malf 12, with no notable events before alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.